Event description:
Clinical study. Same case as 6000092-2007-01229, it was reported that 653 days after a coronary drug eluting stenting treatment procedure, the patient expired. Target lesion 1 was a 3.0mm, 90% stenosed, 5mm long portion of the mid left anterior descending (mid lad) artery. The target lesion was treated with direct stent placement of a 3.0 x 16 mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 2 was a 3.0 mm, 90% stenosed, 10mm log portion of the proximal right coronary artery (prox rca). The target lesion was treated with direct stent placement of a 3.0 x 16 mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. At 653 days after the initial procedure, the patient died. Cause of death was congestive heart failure. There was no autopsy and in the opinion of the physician the target vessel was not involved. No further information is available and the device casuality is unknown at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.